Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that her mother did blood glucose testing at her doctor's office. Two separate fingersticks were used to test back to back on her meter, and then the doctor's meter (accucheck). Both tests were capillary; a lab draw was not done. Her meter reading was 178 mg/dl, and the doctor's was 286 mg/dl. She did not have any symptoms. During troubleshooting, at the time of the initial report, a control solution test of 132 mg/dl was in range.